Event description:
Tip of anchor broke off and fragment of anchor remains in patient. Site had been prepared with the dilator packaged with the anchor. Second implant site was prepared and 2nd anchor of the same type was implanted without issue, surgery was completed without further complication.

Manufacturer narrative:
The anchor has broken at the co-braid suture eyelet. The nature of the break is more of a tear than a fracture. The root cause of the break is undetermined. (B) (4). (B) (4).